Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the arm. The patient experienced pre-syncope, dizziness, the feeling of heaviness, and was pale. The cgm was reading 180 mg/dl and the blood glucose reading was 43 mg/dl. There was medical intervention by a school nurse who treated the patient with a juice box (without doing so, the child could have passed out). The patient recovered after treatment. At the time of the report, the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.